Manufacturer narrative:
Eval: wheel assembly.

Event description:
It was reported by service report that the wheel broke. It is unk if there was pt involvement or if there are adverse consequences to report.